Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Other related reports ¿ 1218950-2025-000139.

Event description:
It was reported the network issue occurred and telemetry devices connections to the central station were unstable over the course of two days. It was determined there was an issue with the customer's supplied wlan controller (customer supplied network) which was resolved with a reboot; however, one hospital ward was still experiencing connection issues. When remote diagnostics and onsite testing were performed, no issues were found, and the system was functioning per specification. Several days later during a meeting with the customer, it was indicated there was a patient incident during the connection issues in which the patient's condition deteriorated and they were transferred to ICU. Additional information indicated the central station and mx40 were working per specification; however, the mx40 lost connection due to the customer's wifi and went into monitoring mode. The customer wifi issues led to loss of monitoring at times, which was resolved by rebooting the wifi controller. Based on this information, the device did not cause or contribute to the patient harm; however, the connectivity issues with the customer supplied wifi was a factor.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and found the issue was due to customer wifi issue and was resolved by rebooting the wifi controller. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.